Manufacturer narrative:
There is an instruction that states, "never use humidifier in a closed room, particularly where a child may be sleeping, resting, or playing" and consumer failed to perform that instruction.

Event description:
Consumer alleges the humidifier caught on fire in her daughter's room and caused property damage. Consumer received minor injuries to her feet while extinguishing product.

Manufacturer narrative:
There is an instruction that states, "never use humidifier in a closed room, particularly where a child may be sleeping, resting, or playing" and consumer failed to perform that instruction. Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer alleges the humidifier caught on fire in her daughter's room and caused property damage. Consumer received minor injuries to her feet while extinguishing product.